Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2009, inratio: 5.6, lab: 2.6. Date: same day, inratio: 6.6, lab: 4.0.

Manufacturer narrative:
Device is expected to be returned for evaluation. Investigation pending.